Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached cannula that occurred on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached cannula that occurred on (B)(6) 2016. Two sensor applicators (serial number (B)(4)) were returned for evaluation. Because this is not the complant device an evaluation was unable to be completed. The customer complaint was not confirmed. A root cause could not be determiend.